Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a plif at l5-s1. Post-op, the patient was diagnosed with l5-s1 heterotrophic bone formation secondary to bmp with clinical l5 radiculopathy. As a result, patient has required extensive medical treatment, including having to undergo an additional surgery to remove heterotrophic bone formation and bilaterally decompress the nerve roots. The patient reportedly has never recovered from her surgery, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the pre-op diagnosis: lumbar spondylosis l5-s1 in a setting of prior and lumbar disc surgery at l5-s1. Patient underwent the following procedures: right sided l5-s1 decompressive hemilaminectomy, total facetectomy, discectomy and foraminotomy; harvesting of bone graft from the lumbar spine; transforaminal lumbar interbody fusion with peek cage harvested bone graft and rhbmp-2 as well as bone graft augmentation; reduction of spondylosis; posterior instrumented fusion at l5-s1 using pedicle screws; posterolateral only fusion using harvested bone graft and augmentation; c-arm fluoroscopy; operating microscope. Per op-notes:¿¿ operating microscope was used for the right-sided l5-s1 hemilaminectomy, total facetectomy, discectomy, foraminotomy and harvesting of bone graft, and the transforaminal lumbar interbody fusion as well as a reduction spondylosis and the posterolateral only fusion. Once the operating microscope was in place, the facet joint was accessed with bovie cautery and removed the soft tissue. A facetectomy was then performed using the drill and pituitary pullers. This exposed the l5 disc as well as exiting root and the traversing root. The exiting and traversing roots were identified and protected. Annulotomy performed over the l5 disc. The disc space was entered, and all pathologic disc was removed and a series of increasing paddlewheel rasps were used to prepare the endplates at l5-s1, and an 8-mm template was felt to be appropriate. An 8-mm peek cage, <(>&<)> x 23-mm peek cage was chosen and filled with rhbmp-2/ acs. The disc was filled with rhbmp-2/acs and harvested bone graft and the peek cage was then countersunk at l5-s1 under c-arm guidance. At this point, it was felt to be well countersunk. Tisseel was placed over the bone graft. In the posterolateral gutter this was exposed and prepared for grafting. The bone removed during the laminectomy was morselized and used with bone graft augmentation as posterolateral onlay fusion. During the transforaminal lumbar interbody fusion, the spondylosis at l5 was well reduced as well. The pedicle at l5 was then accessed using c-arm guidance and a tuohy needle and a k-wire was placed through the pedicle of l5 into the vertebral body of s1. The wounds were copiously irrigated with antibiotic irrigation and closed in layers with interrupted 2-0 and 3-0 vicryl sutures, skin staples on the skin edges. Sterile dressing was applied. All sponge and needle counts reported correct¿¿ no patient complications were reported as a result of the event.